Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The drive support disk was inspected and no anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the drive support cap on the insulin pump was loose. Customer reported the damage caused the insulin pump to deliver too much insulin to the customer's body. Customer's blood glucose declined to 2 mmol/l as a result. Customer also reported experiencing nausea from their blood glucose. The paramedics were called for treatment and the customer was eventually hospitalized on 06/23/2015. The customer's current blood glucose was 7 mmol/l. The customer reported they did not drop or bump the drive support cap. The customer was advised to revert to a back-up plan. The insulin pump will be returned for analysis.